Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right ventricular lead was explanted. The patient was in stable condition.